Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail latch assembly was contaminated from activated charcoal used on the patient. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the side rail latch assembly to resolve the issue. Based on this information, no further action is required.